Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided images were reviewed. The technical investigation of the returned instrument revealed that the balloon is still well folded and shows no signs of inflation. The tip of the instrument is severely deformed, the damage appears like an indentation from distal which was most likely caused by the previously dislodged stent during the introduction attempt. The proximal balloon shoulder is compressed. The provided images were reviewed but did not contain further information relevant to the root cause of the complaint event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the introduction issues is most likely related to the previously dislodged stent in the hemostatic valve.

Event description:
The physician intended to treat a lesion in a moderately tortuous segment of the medial rca. According to the information given, the lesion was not pre-dilated. A first orsiro mission (submitted separately under 1028232-2023-01166) was introduced and inflated in the distal rca. At this point, the physician was unaware that the stent of the first orsiro mission has already dislodged inside of the hemostatic valve and assumed that the stent was successfully implanted. It was mentioned that no stent boost was used during this intervention. Following, it was intended to treat the lesion in the medial rca, and the complaint instrument was introduced. During the passage of the hemostatic valve, an obstruction was felt. After removal of the complaint instrument, the dislodged stent of the first orsiro mission was pulled out together with the complaint instrument. Additional correspondence with the local staff confirmed the absence of the first stent to be implanted in the target lesion.